Event description:
A site representative reported that during a functional endoscopic sinus surgery (fess) the navigation system arm frame mount was discovered stripped. This issue was detected prior to registering the patient. The site used a backup frame mount to complete the case. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. Replacement device shipped to site on (B)(6) 2014 for issue resolution. Medtronic investigation of returned suspect device finds that the threads at the base of the arm have been cross-threaded damaging the first few threads. The reported event was confirmed to be caused by the physical damage of the screw threads.